Event description:
Procedure type: inguinal hernia repair. According to the reporter: after the balloon was placed proportionately and the obturator pulled out, the balloon ripped off of the device and remained in the pt's body cavity. The trocar was removed and the entire balloon remnant was able to be removed. The trocar was replaced and procedure was successfully completed with no apparent harm to the pt. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. Balloon fragment fell into the cavity, piece retrieved. No device fragment left in the cavity.

Manufacturer narrative:
(B)(4).